Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the last time when the battery was being charge using the controller and the recharger, the recharger started to become warm, specifically the antenna,  and the temperature kept increasing. Because of the direct contact between the charger antenna  and the implanted battery, the battery became warm as well. The recharger was getting hot within less than five minutes. The cause could be many reasons: either patient changed the setting in the controller or issue with the recharger. The following was tried: decrease the charging speed/temperature, using spacers, and not covering the recharger. The action taken to resolve was the recharger was replaced and the speed reduced in the patient controller. Now it works perfectly and the event resolved.